Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Service and repair evaluation: the customer reported on an unknown date the bpd's found not working in sterile processing. The buttons do not function properly. The repair technician reported that contact plate was cracked, and membrane vent was damage. Cosmetic test was failed, device was running intermittent at forward and dose not run in reverse. Discolored wire, debris on internal component and rust on motor was present . The cause of the issue is improper maintenance. The following parts were replaced: stripped screw during re-assemble. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Lot number does not appear to be valid for this device, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the hand piece for battery power drivers were found not working in sterile processing. The buttons do not function properly. There were no patient involvement. During manufacturer's investigation of the returned device it was identified that the contact plate was cracked, and membrane vent was damage. Cosmetic test was failed, device was running intermittent at forward and dose not run in reverse. Discolored wire, debris on internal component and rust on motor was present . This report is for one (1) hand piece for battery powered driver. This is report 2 of 5 for complaint (B)(4).